Event description:
It was reported that femur was external (4 deg preference was followed). Recut tibia twice for tight knee. A 0-30 minutes delay was reported.

Manufacturer narrative:
The affected non-sterile visionaire adaptive guide kit was not returned for evaluation. Our investigation including an engineering analysis by our visionaire team revealed that after evaluation, it was determined that the transepicondylar axis was incorrectly set and the measurement was off by 3 degrees. Although the surgeon's preference was followed by the engineer when the posterior condylar axis was set to 4 degrees, the surgeon may have chosen to make changes to the planned rotation if the transepicondylar axis had been set correctly. Therefore, the incorrect measurement could have contributed to the incorrect rotation described in the complaint. No root cause could be found for the recuts described in the complaint. However, it can be noted that changes were requested to the original pre-op plan to reduce the extension gap by 2mm. A review of the manufacturing records for the listed batch did not reveal any deviation from the standard manufacturing processes. The alignment engineer has taken steps to ensure that all surgeon preferences are met going forward. At this time we feel these actions will prevent recurrence of this failure. A clinical evaluation noted that based solely on the engineering evaluation, the noted incorrect alignment cannot be ruled out as the contributing factor to the reported incorrect rotation, additional cuts and minor surgical delay. No patient impact/harm was reported due to the surgical extension; however the patient¿s current status remains unknown. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened.